Event description:
The cannula curvatures were incorrect on two (2) size 6 cfs, tracheostomy tubes. It is unknown if the 6cfs devices were tested prior to use or how long the devices were in use when the reported problems were detected. It is also unknown what type of trach care practices were used or if other respiratory devices/equipment were used/attached to the tracheostomy tubes. Additional information has been requested but as of the date of this submission the requested information has not been received. There was one (1) patient involved with no reported patient compromise. Only one (1) 6cfs was available to be returned to the manufacturer for identification, analysis and investigation. On 4/25/97 the manufacturer received a 6cfs outer cannula which was broken in two pieces. The broken 6cfs outer cannula was forwarded to the quality analytical laboratory for decontamination and analysis. Initial information and investigation from co reflects that the outer cannula was not damaged upon receipt and was received in one piece. The returned 6cfs outer cannula was apparently damaged in transit.